Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to fluid around the battery site. The patient has recovered without sequelae and is currently using their device with effective pain relief.